Manufacturer narrative:
Sections with additional information as of 13-sep-2021: h6: updated FDA¿s type, findings and conclusions codes. H10: meter was not returned for evaluation. Test strips were not returned for evaluation. Retention testing was performed using test strips from the same lot. Retention strip lot tested within specifications. Most likely underlying root cause: mlc-018: user has high glucose value.

Manufacturer narrative:
Internal report reference number: (B)(4). Meter and test strips were not returned for evaluation. Note 1: manufacturer contacted customer in a follow-up call on 13-jul-2021 to ensure the customer's condition had improved - able to establish contact with customer who stated her condition had improved and she did not currently have any diabetic symptoms. No medical intervention since the last call was reported. Customer stated she had performed a blood test using the true metrix meter and had obtained a result of 328 mg/dl fasting. Note 2: manufacturer contacted customer in several follow-up calls to ensure the replacement products resolved the initial concern - unable to establish contact with customer at this time.

Event description:
Consumer reported complaint for hi blood glucose test results. The customer is concerned with test results from results obtained of hi. The customer did not know her expected blood glucose test result range. The customer was not using the proper testing technique. At the time of the call, the customer reported having nausea. Customer also stated that she has had a very stressful day as she had a home invasion. Medical attention was not needed at the time of the call. During the call, a back to back blood test was not performed by the customer. The product is stored according to specification in the den. The test strip lot manufacturer¿s expiration date is 12/31/2022 and test strips were opened 2-3 days prior to call. The meter memory was not reviewed for previous test result history.